Event description:
Pt has had multiple revised hinged r total knee arthroplasties. First tka done approx 1995. Revised to hinged tka for femoral periprosthetic fx and osteolysis in 2005. Femoral stem revised to cemented stem five months later for subsidence and loosening. Noted to have breakage of post of tibial insert with dislocation in 2006; underwent open reduction and exchange of tibial insert. Then underwent revision of femoral stem for aseptic loosening three months later. Doing well until three months later, when pt had acute onset of instability of a r knee with no significant trauma. Seen in clinic, x-rays showed breakage of post of tibial insert similar to what happened in may 2006. Pt has now had 2 breakages of the same kind of component from the same MFR, within 6 months of each other.